Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6) 2012. Subsequently, the patient alleged pain, clicking, fluid buildup, popping, locking up, and a fall. Additionally, the patient¿s physical therapist allegedly stated that the patient could only bend to eight percent. A total knee revision was performed on (B)(6) 2013. Additional information received in operative report noted patient was revised on (B)(6) 2013 due to arthrofibrosis, loss of range of motion and pain. Operative report noted swelling and redness during the revision procedure. All components were removed and replaced with a hinged knee system. Operative report further reported patient underwent aspiration procedures on (B)(6) 2012, (B)(6) 2013 and (B)(6) 3013 due to pain, hemarthrosis, swelling, implant clicking and popping and difficulty ambulating. Additionally, operative report noted patient underwent manipulation procedures in (B)(6) 2012, (B)(6) 2013 and (B)(6) 2013 due to pain, stiffness, swelling and loss of range of motion.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09221 & 2015-01034).